Manufacturer narrative:
The main component of the system and other applicable components are: serial#(B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator.

Event description:
Information was received from the patient implanted with an implantable nerostimulator for failed back surgery syndrome; chronic low back pain and failed back surgery syndrome; chronic low back pain via the manufacturer representative. It was reported that the implant shows impedance greater than 3600 ohms only for electrode 8-15, the implant is not being used and the healthcare professional has no intentions of revising the implant. For concomittant ins see regulatory report# 3004209178-2017-09324.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that impedances had been checked twice with different references in addition to having called technical services. However, they had been unable to determine any cause. The impedance issue remained unresolved as the patient was waiting for a revision to be scheduled for an entire system replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.